Event description:
The device was explanted due to infection and suspected biofilm formation. Approximately 1 month after implantation surgery (end of (B)(6) 2019) the recipient had contracted human metapneumovirus. In addition, middle ear infection was found bilaterally. Two months post-surgery swelling was found at the posterior part of right ear. Infection had spread to an incised part / area of the implant. On (B)(6) , 2019, a 1 cm incision was made over the swelling for discharge of pus. Meropen was administered. Although the swelling improved, explantation of the device was decided. The device was explanted on (B)(6) 2019. According to the device explantation form there was no allegation against the device and the infection was caused by a middle ear infection. The user has a history of middle ear infection prior to ci implantation surgery re-implantation will take place in 3-6 months.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the device was explanted for medical reasons, namely a middle ear infection which spread to the implant site. However, no allegation was made against the device and it was reported that the recipient has a history of middle ear infection prior to implantation. A review of the devices sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of infection. This is a final report.

Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was explanted due to infection and suspected biofilm formation. Approximately 1 month after implantation surgery ((B)(6) 2019) the patient had contracted human metapneumovirus. In addition, middle ear infection was found bilaterally. Two months post-surgery swelling was found at the posterior part of right ear. Infection had spread to an incised part/ area of the implant. On (B)(6) 2019, a 1 cm incision was made over the swelling for discharge of pus. Meropen was administered. Although the swelling was improved, explantation of the device was decided. The device was explanted on (B)(6) 2019. Re-implantation will take place in 3-6 months.